Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of an intraocular lens (iol), a scratch on the optic surface was seen under a microscope. Additionally, the patient's vision was poor and blurry. The lens was replaced in a secondary procedure.